Manufacturer narrative:
The MFR's svc rep performed an on site investigation. The interconnect cable was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the plug pins on the 7900 system needed to be replaced. No pt injury was reported.